Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.1mm vicmo12.1 implantable collamer lens, diopter -16.5 into the patient's left eye (os), the lens tore/broke. The lens was implanted on (B)(6) 2018 and was removed and replaced intraoperatively. The problem was resolved. The cause of the event is listed as user error.

Manufacturer narrative:
The lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found the haptic torn. Claim#: (B)(4).